Event description:
My stryker abg ii hip total implant is causing lot of pain and loss of income. My orthopedic surgeon says it needs to be replaced. I am losing work, now about half day per day. The pain began earlier than (B)(6), but it was low pain, and when it got enough to worry me I went to my orthopedic surgeon. He said it is a recalled hip implant. I have been reading on FDA web site and stryker web site. Stryker says they notified users april 23, 2012, but they didn't notify me. That could have save a lot of pain. Thank you for this place to let you know about it.